Manufacturer narrative:
The evaluation noted that the neck of the stem had not broken but the taper had broken. Corrosion was observed at the area where the fracture occurred. The observed corrosion and pts weight (300 lbs) contributed to the fracture. Investigation into possible causes for the corrosion is still on going.

Event description:
Complainant claims the stem broke at the junction of the head and neck.